Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues charging their implant and the issue began two days ago. Patient stated the controller had been plugged into the ac power supply for about 2-3 days and their implant battery had run down because they didn't feel anything and they were trying to use the controller but they were seeing no device found; patient had been plugging into ac power instead of the recharger when they would press 'recharge.' Agent reviewed passive recharge mode with the patient and patient was seeing 88 on the trying to recharge screen. Agent advised the patient to allow the implant to charge and to call patient services back if the issue persisted.

Event description:
Additional information was received from the patient. They couldn't remember what was done, but no clarification was provided on cause. On 2024-oct-28 they reported that the cause of the inability to fully charge the implant was due to them not charging for awhile. The issue was resolved when they called in initially.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.